Event description:
Event verbatim [preferred term] thermacare pads burned her daughter's stomach (secondary burns) [burns second degree], more skin was falling off [skin exfoliation], took a shower while wearing the wrap; sleeping while wearing the wrap; wearing a snug waistband/belt over the wrap [intentional device misuse], took the shower while wearing thermacare; sleeping while wearing the product [device use error] , . Case narrative: this is a spontaneous report from a contactable consumer reporting on behalf of her daughter. This (B)(6) black female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number: n59797, expiration date: apr2019) from an unspecified date for menstrual cramps. The patient's medical history was reported as none. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016, the reporter stated her daughter attached the heatwrap to clothing using the product for 7 hours and they burned her daughter's stomach (reported as "secondary burns"). She mentioned the burn was worsening as more skin was falling off. The reporter stated her daughter even took a shower while wearing thermacare. The patient wore several layers of clothing over the heatwrap and was sleeping while wearing the product. In addition, she was wearing a snug waistband/belt or similar or otherwise applied pressure over the area. The patient's skin was assessed as dark. She was not currently under the care of a physician for any medical conditions. The patient did not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. She did not have sensitive skin and denied having any abnormal skin conditions. The patient did not engage in exercise while using the heatwrap. She read the usage instructions prior to product usage. The patient was not taking any medications (including over the counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. Therapeutic measures included the doctor gave the patient an unspecified antibiotic and recommended tylenol 500mg every 6 to 8 hours orally for pain. Action taken with the suspect product was permanently withdrawn on an unspecified date. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported events burn second degree, skin exfoliation, intentional device misuse, and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burn second degree, skin exfoliation, intentional device misuse, and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related?: no. Complaint confirmed?: no. Design related?: no. Notify safety?: no. Conclusion and approvals: additional approval(s) required: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required?: no. Aqrt review required?: no.

Event description:
Thermacare pads burned her daughter's stomach (secondary burns) [burns second degree] , more skin was falling off [skin exfoliation] , took a shower while wearing the wrap; sleeping while wearing the wrap; wearing a snug waistband/belt over the wrap [intentional device misuse] , took the shower while wearing thermacare; sleeping while wearing the product [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of her daughter. This (B)(6) black female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number: n59797, expiration date: apr2019) from an unspecified date for menstrual cramps. The patient's medical history was reported as none. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2016, the reporter stated her daughter attached the heatwrap to clothing using the product for 7 hours and they burned her daughter's stomach (reported as "secondary burns"). She mentioned the burn was worsening as more skin was falling off. The reporter stated her daughter even took a shower while wearing thermacare. The patient wore several layers of clothing over the heatwrap and was sleeping while wearing the product. In addition, she was wearing a snug waistband/belt or similar or otherwise applied pressure over the area. The patient's skin was assessed as dark. She was not currently under the care of a physician for any medical conditions. The patient did not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. She did not have sensitive skin and denied having any abnormal skin conditions. The patient did not engage in exercise while using the heatwrap. She read the usage instructions prior to product usage. The patient was not taking any medications (including over the counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. Action taken with the suspect product was permanently withdrawn on an unspecified date. Therapeutic measures included the doctor gave the patient an unspecified antibiotic and recommended tylenol 500 mg every 6 to 8 hours orally for pain. Clinical outcome of the events thermacare pads burned her daughter's stomach (secondary burns), and more skin was falling off was not resolved. The outcome of other events was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Process related?: no. Complaint confirmed?: no. Design related?: no. Notify safety?: no. Conclusion and approvals: additional approval(s) required: no. Root cause category (tier 1): non-assignable (complaint not confirmed). Regulatory impact: no. Product quality impact: no. Stability impact: no. Market / clinical impact: no. Final confirmation status: not confirmed. Sqrt review required?: no. Aqrt review required?: no. Additional information has been requested and will be provided as it becomes available. Follow-up (13jan2017): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the reported events burn second degree, skin exfoliation, intentional device misuse, and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. Follow-up (25jan2017): follow-up attempts are completed. No further information is expected., comment: based on the information provided, the reported events burn second degree, skin exfoliation, intentional device misuse, and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.